Event description:
It was reported by service report that the foot actuator would not raise or lower electronically and the footboard display was bubbled. No pt involvement or adverse consequences are reported.